Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criterion medically significant). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / migration') and embedded device ('imbedded metallic tissue') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure coil from the uterus / essure coil was floating in the endometrial cavity"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, laparoscopy with adhesiolysis). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received: event migration was clubbed with perforation and coded to fallopian tube perforation. Event embedded device, essure coil was floating in the endometrial cavity were added. Reporter were added. Fu 1 and 2 processed together. On 02-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.